Manufacturer narrative:
During processing of this complaint, patient weight could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg could not communicate with external devices. As a result, surgery occurred to explant and replace the ipg, which resolved the issue.